Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After re-interrogating the device normal function resumed. The patient would be monitored.